Event description:
It was reported resident was found on the floor along side the right side of the bed. Pt's blankets and pt's body were on the floor with pt's chin on the siderail. The blankets were somewhat wrapped around pt's lower extremities. Pt had a bathtowel around pt's neck that was twisted under pt's chin and was stuck in the siderail. The towel needed to be dislodged before staff could lower resident to the floor. Pt used a rolled up bathtowel under pt's neck for comfort and positioning. Resident used both siderails for repositioning of self in bed. Resident always got up from the left side of the bed, and pt always waited for assistance. The fact that pt was found on the right side of the bed and did not use the call light for assistance led facility to believe there may have been a medical event which precipitated the incident which led to pt's death. Autopsy was requested.